Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient had an unexpected refractive outcome. In a follow up, the surgeon indicated that half of the refractive error was due to incorrect preoperative corneal measurements, and the other half could be attributed to posterior capsule haziness and/or dry eye syndrome (des). The iol was exchanged for an unknown model lens to address the refractive outcome, and puntal plugs were placed to address the dry eyes.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. Additional information was provided, which indicated an approved cartridge was used; however, the viscoelastic used is not approved for use with the lens/cartridge combination. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).